Event description:
It was reported that the patient had their scs ipg was inoperable. Surgical intervention took place where the ipg was replaced to address the issue.

Manufacturer narrative:
It was reported to abbott, a patients¿ ipg was replaced due to reaching end of life. There were no complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.